Event description:
The manufacturer received information alleging a ventilator's display screen could not be read. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's lcd screen was replaced to address the issue. The device had physical damage consistent with being dropped.